Event description:
Patient submitted to retropubic radical prostatovesiculectomy on (B)(6) 2017 (complicated with hemorrhage). Follows oncological follow-up (using zoladex). He evolved with bladder neck stenosis and underwent elective internal urethrotomy on (B)(6) 2018. He maintained moderate to severe urinary incontinence. He underwent micturition urethrocystography on (B)(6) 2018 with a normal caliber urethra and no signs of stenosis. In this way, an ams 800 sphincter implant was indicated, performed in (B)(6) 2019. Patient remains lucid and stable, reporting that the sphincter performed well for only 1 week. He did urine exams excluding infections. The ams 800 sphincter commercial representative was contacted, who was present at the consultation with the patient together with the hospital urology team. Performed inactivation and activation of the sphincter 2 times, even before the patient was standing, it was possible to observe urinary incontinence. In view of the above and severe urinary incontinence, it was advised to exchange the same. Further information has been requested and not yet received. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.